Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up report will be submitted. This is the first of four reports associated with this event.

Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lots h10j19081, h10i17037 and h10j31011 with no issues noted during the manufacturing process. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
Baxter received a call from a nurse on (B)(6) 2011 regarding an unrelated issue who stated that the home patient (hp) was in the hospital at that time. On (B)(6) 2011, baxter spoke to the peritoneal dialysis nurse (pdrn) who confirmed that the hp was hospitalized from (B)(6) 2011 to (B)(6) 2011 when she presented with hyperkalemia. Pd effluent was obtained for testing. Treatment administered was not reported. Per pdrn, causality was the hp's condition of constipation. A reculture on (B)(6) 2011 ws obtained. Per the pdrn, the constipation issue was resolved and the hp was considered fully recovered from the peritonitis at the time of this report. The pdrn verified that the constipation and peritonitis issues were not related to any of the baxter pd products or devices. No allegations were made against any of the hp's dialysis products.